Event description:
Literature was reviewed regarding a comparison of three generations of evolut transcatheter aortic valve replacement (tavr) systems. After propensity-score matching, a total of 440 patients who underwent tavr with either medtronic evolut pro/pro+ (n = 220) or medtronic evolut r (n = 220) were included in the study population. The authors observed two cardiac deaths that occurred in-hospital and a total of 13 all-cause deaths within one year of tavr. Other adverse events that occurred were described as follows: intubation required post-procedure, major vascular complications, bleeding (life-threatening or minor), blood transfusion, stroke, arrhythmias (first-, second-, or third-degree atrioventricular block, new left bundle branch block, new right bundle branch block), ventricular tachycardia, permanent pacemaker implantation, tamponade, low ejection fraction <40%, and paravalvular leak (mild to mode rate). No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Citation: bhogal s, rogers t, merdler I, et al. Evolut pro/pro+ versus evolut r system for transcatheter aortic valve replacement [published online ahead of print, 2023 jul 19]. Int j cardiol. 2023;131196. Doi:10.1016/j.ijcard.2023.131196. Earliest date of publication used for date of event. Medtronic products referenced: evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021), evolut pro+ ( product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.